Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an infusion running slower than programmed rate. The infusion settings observed from the infusion bag were 30 minutes duration, 53 ml/hour flow rate and 26.5 ml volume. The infusion parameters programmed from the pump were 53 ml/hour flow rate, 18.8 ml volume to be infused (vtbi), 22 minutes and amount seen in the pump was 28.4 ml while on the other programmed setup were 53 ml/hour flow rate, 6.3 ml vtbi, 6 minutes and amount seen in the pump was 13.7 ml. The event happened during patient infusion with paclitaxel at the treatment room. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found to deliver within specification during flow testing. Could not be evidenced through the event history log (ehl) review, and it was not duplicated during evaluation. The device passed a (40ml/hr and 125ml/hr) rate flow accuracy test with (-0.005, -3.252) %. No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.